Event description:
It was reported that when patient presented to the clinic upon receiving inappropriate shocks due to lead noise. No lead conductor fracture was observed. Lead was explanted and upon lead explant lead was flattened and dented under the suture sleeve. Patient was stable.